Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing noted the handle was removed from the charger. The handle initialized after being removed from the charger. After initializing, the piezo error tone kept playing. There was no error screen displayed. The handle was placed on a charger to reset. The handle initialized after resetting and no longer played an error tone. The returned clamshell was attached and was recognized as used. The clamshell was reset with a red handle. The returned clamshell was attached once more. The returned adapter was attached and calibrated properly. All four rotation keys were functional. Both green keys were functional and illuminated properly. The handle tested satisfactorily. A loading unit was attached and able to articulate without difficulty. The handle was green key reset. The left green button was tested on the instron and was within button force specifications. It was reported that the device did not enter firing mode and the button was broken. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause for the additional condition was traced to device design. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemi hepatectomy, at the ligation and division of the branch of the hepatic vein, the user clamped the vessel completely with its jaw, and noticed solid green light on the safety button. The operator tried pushing the left side of safety button with the right thumb finger to enter the firing mode, but it did not work at all. The solid green light was on it did not change to a blinking light. The surgeon tried pushing it again with the right thumb finger several times and it did not work. When the doctor pushed it with the left thumb finger with excessive force, it entered firing mode, the solid light changed to a blinking light and was able to complete firing the staples normally. On the second firing of the reload on another branch of the hepatic vein, the same phenomenon happened again. The doctor replaced the abnormal powered handle set with another one to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that after initializing, the piezo error tone kept playing.